Event description:
Intra-op tee post procedure showed mitral regurgitation. Pt had stroke three months earlier, found to have significant mitral valve prolapse with ruptured cord in the posterior leaflet. Shortness of breath w/exertion in past 2 to 3 months. Referred for mitral valve repair vs replacement. Tee revealed prolapse of mitral valve w/possible flail. Cardiac evaluation revealed trileaflet aortic valve with only trace aortic insufficiency present. No significant sclerosis of aortic valve. Plaque on sinotubular junction measuring 0.240 cm, nonulcerated and no mobile fragment. Tricuspid valve had no significant tricuspid regurgitation. No pulmonic insufficiency present. Right ventricular free wall functioning well. Mitral valve thoroughly evaluated and there was indeed a flail at the posterior leaflet. This leaflet flailed approximately 0.914 cm above the mitral annulus. Additionally, the end of the flail was thickened and measure was about 1.70 cm in diameter. Patient has not been sick which makes a vegetation unlikely, however, there was some concern with this thickening that may definitely be thrombogenic. Mitral valve replacement with a 27 mm mosaic porcine tissue valve in the left atrial maze.